Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) could not be used. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary, the non-clinical activity was during preventative maintenance of the unit when replacing the epgs. The new epgs then experienced the issue.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the manufacturer's subsidiary, the oxygen (o2) sensor was sent to the o2 sensor manufacturer and the unit passed testing. The logs were checked and the system was able to calibrate the electronic patient gas system (epgs) but the date set, specifically the year, had changed a few times and it was determined when the year changed, an 'o2 sensor lifetime expired' message appeared. The central control monitor (ccm) battery was checked and the voltage was found to be normal.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.